Event description:
I received one ipl treatment on a palomar max g machine. Settings: 32j, 20ms, one pass to face. Adverse reaction resulting in inflammation for months, flushing, burning sensation to face, hyper-sensitivity. Enlarged pores, pin-prick marks, micro-scarring with small lines, indents, and loss of facial volume. Doctor who performed this treatments will not respond to phone calls, emails, or certified letters to help.